Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-04779. (B)(6) clinical study. It was reported that inadequate stent apposition occurred. In (B)(6) 2016, 75% stenosis in proximal right coronary artery (rca) was treated with placement of a 3 x 24 mm synergy stent and 90% stenosis in the distal rca was treated with placement of a 3 x 20 mm synergy stent. Post deployment of stents, it was confirmed by intravenous ultrasound (ivus) that body of 3 x 20 mm and edge of 3 x 24 mm synergy stents were not fully expanded. The additional expansion was achieved by post-dilatation with 3.5 mm non-complaint balloon. After confirmation regarding adequate expansion of both the stents, the procedure was completed successfully. Post procedure, the residual stenosis was 0% with timi 3 flow. Ten days later, the patient was discharged on dual antiplatelet therapy.